Manufacturer narrative:
Product catalog number was not provided. Samples of 1590-0, 1590-1 and 1590-2 were received from the customer. It was unknown if any of these product samples were used on the patients in this report. The lot number for the product used in this report was not provided. Product samples were received from the customer. The samples were tested and met specifications for adhesion.

Event description:
A respiratory therapist reported two infants in nicu experienced a near miss extubation when their endotracheal tubes were secured with 3m¿ durapore¿ advanced surgical tape.